Event description:
A nurse tech reported that the equipment displayed multiple system messages and locked prior to a vitrectomy procedure. The pt was in the surgical room and had already received peribulbar anesthesia. This case and all other scheduled procedures were canceled. There was no harm to the involved pt.

Manufacturer narrative:
The customer did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).